Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). The file was documented with complainant phone number, but not reported. All other required information was previously provided.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. The investigation is confirmed for a break as the cannula hub was discovered to be broken on the device. The investigation is inconclusive for failure to obtain samples as the devices could not be functionally tested due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The sample was returned with no protective tubing on the needle tip. The device was returned half primed, with the cannula retracted exposing the sample notch. Loose particles could be heard within the device, there were no visual anomalies noted on the sample. The sample was functionally tested by attempting to twist the rotational knob once to prime the device. The device could not be primed due to the loose particles. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.

Event description:
It was reported that during a us guided biopsy into normal density breast tissue for a fibroadenoma the device made a rattling noise when fired and the obtained sample was inadequate and small. Another device was used to complete the procedure. No pt injury was reported.